Event description:
Dolphin hysteroscopy pump tubing, indicated "bad transducer" on display as it was being set up on the pump prior to procedure. Removed from room to be sent to company for evaluation. No patient harm.